Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented during an in-clinic follow up following a fall incident from an episode of syncope due to an unrelated hypotension condition. The device was interrogated and decreased sensing, high capture threshold, and high, out-of-range pacing lead impedance were noted on the right ventricular (rv) lead. During the lead revision, lead insulation damage was noted at the site where the patient hit the ground. The physician alleged the electrical anomalies and insulation damage were due to the fall incident due to an unrelated hypotension condition. The rv lead was explanted and replaced to resolve the event. The patient was stable.